Event description:
As report, during a procedure foreign material (long hair) was found in the sprayed powder which was inside the sterile package of arista ah. The product box was completely sealed before opening and there was no damage to the inner package. There was no patient injury.

Manufacturer narrative:
As reported, foreign material (long hair) was found in the sprayed powder of arista ah, which was inside the sterile package. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Addendum: h11: this is an addendum to the initial MDR submitted to correct the medical device catalog number. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As report, during a procedure foreign material (long hair) was found in the sprayed powder which was inside the sterile package of (B)(6). The product box was completely sealed before opening and there was no damage to the inner package. There was no patient injury.

Manufacturer narrative:
As reported, foreign material (long hair) was found in the sprayed powder of (B)(6), which was inside the sterile package. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.